Event description:
The reporter stated that the display of the blood glucose monitor was defective. No adverse event was reported. The patient lost the blood glucose monitor; therefore, the device is not expected to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is not expected for return.